Manufacturer narrative:
B5: the lens was removed and replaced with a longer length lens (13.2mm). The surgery went very well. At three days post-op the patient's vision was 20/20 +2 and the vault was approximately 300 to 400 um. The patient was pleased with the results. Claim # (B)(4).

Manufacturer narrative:
A2: .a3: a4:. A5: . A6: . B3: . D4: expiration date . D6a: . D6b: . H4: . Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm toric implantable collamer lens, into the patient`s left eye (os). The patient experienced a refractive surprise and the lens had a low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.